Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this lead had exhibited pocket infection. A revision was performed and the s-ICD along with the lead were explanted. No additional adverse patient effects were reported. The lead was not returned for analysis.